Event description:
It was reported that the user sought assistance pairing the ilet app with the pump to enable data sync for the provider and discussed recent glycemic excursions associated with late meal announcements, including a high of 324 mg/dl likely used as a correction and a subsequent low of 50 mg/dl. Symptoms included hyperglycemia and blurry vision during the hypoglycemic episode, which the user treated with oral glucose such as grapes. Outcomes included resolution of symptoms without emergency care, hospitalization, or severe complications. Investigation included customer care troubleshooting, education on proper meal announcements, and discussion of potential target adjustments with the provider. Investigation of this case revealed user-related use error related to late meal announcement and the use of a meal as a corrective action, with no device alerts or alarms reported. It was concluded that the event was related to user technique rather than a device malfunction, and education was provided to mitigate recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.